Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 734 mg/dl. The customer experienced evaluated blood glucose levels, excessive thirst and vomiting prior to the event. It was also stated that the customer had been getting multiple no delivery alarms for the past week. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Found that the customer has also experienced bent cannulas. The customer stated that she does not rotate her insertion sites, and normally inserts in the same general area. Advised the customer to rotate to different areas to minimize scar tissue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.